Event description:
A medtronic abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aneurysm on an unk date. Aneurysm and vessel morphology from the time of implant are unk. Currently, the proximal aortic neck is reported to be angulated. It was reported that the pt returned for a f/u and, although there was no endoleak or aneurysm enlargement, the physician thought that there seemed to be too much space between the stent graft and the renal arteries (MFR report # 2953200-2011-01437). The physician elected to implant two endurant cuffs successfully. Later the night of the intervention, the pt was hypotensive, and the hemoglobin and hematocrit levels dropped; a cta showed a possible endoleak from the posterior wall of the aneurysm. The physician elected to explant one of the endurant cuffs (MFR report # 2953200-2011-01438) via an open repair with a dacron graft. No add'l clinical sequelae were reported, and the pt is stable.

Manufacturer narrative:
(B)(4). Eval, results: (endoleak, conversion to open repair), (aortic neck angulation). Conclusion: (aortic neck angulation).